Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level, value not provided, and ketones that were not identified as dangerous by a healthcare provider. Cause was unknown. Customer was treated with intravenous fluids (B)(6) 2025 with the issue resolved and no permanent damage. The customer reverted to an alternative method of insulin therapy.